Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main module door of an automated compounding device (acd) was open, and the device would not pump. To resolve this issue, the magnet piece was fixed, and the main pump continued working. There was no patient involvement. No additional information is available.